Event description:
Additional info per call to rptr 3/4/96: rptr thought the insulation around the electrode had broken. Pt received a very small first degree burn, about 1 cm. The burn was treated with ointment and is healing well.